Manufacturer narrative:
H3, h6: one curved ultra-fast-fix assembly was returned for evaluation. The information provided states: ¿during meniscus repair the ultra fast-fix's t1 was deployed, but t2 wasn't. Both ts were removed from the patient¿. Visual assessment of the device showed the depth limiter has been trimmed to the surgeon¿s desired length. The trigger has been fully advanced and locked within the handle. The ts and the suture remain attached to the assembly. The device is bent. The device was not returned in the condition of the reported complaint of t2 pre-deployment. Product met specifications upon release to distribution.

Event description:
It was reported that during meniscus repair the ultra fast-fix's t1 was deployed, but t2 wasn't. Both ts were removed from the patient. There was a delay of under 30 min and the procedure was completed using a s+n backup device. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.